Event description:
During a tonsillectomy procedure using an evac 70 extra plasmawand, the pt was reported to have sustained a second degree burn to the pt's lip. The burn was treated with a topical ointment and the pt was administered antibiotics. It was not known how the pt sustained the burn.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided once the investigation has been completed.